Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and calcified leaflets for a mitraclip procedure. During the procedure, a mitraclip xtw was implanted successfully. After deployment of the clip, a single leaflet detachment occurred and the clip was no longer attached to the anterior leaflet. A second mitraclip xt was selected to stabilize the first clip, it was placed successfully. Upon deployment, the second mitraclip xt experienced an slda and was no longer attached to the posterior leaflet. There was challenges throughout the procedure with imaging due to the calcification. The final mr remained unchanged at grade 4. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda appears to be related to challenging anatomy (calcification, prolapse on pml and a flail on aml) and poor imaging. The reported poor image resolution was due to the calcification and shadows of the sgc. The reported mitral valve regurgitation (mr) is cascading events of the slda. The reported patient effects of mitral valve regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.